Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty positioning the valve. The valve was recaptured five times during repositioning. Upon implant, the valve dislodged, causing severe central regurgitation. Subsequently, a second valve was implanted with excellent results. No additional adverse patient effects were reported.